Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to use out of the box an implantable pulse generator (ipg)and an implantable cardioverter defibrillator (ICD) were at elective replacement indicator (eri). The devices were not used. There was no patient involvement.